Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response. The manufacturer¿s field service engineer (fse) indicated that the device is back up and running after preventative maintenance. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The root cause for the reported issue could not be determined at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit does not turn on/no power. The customer reported that the device was in clinical use at the time the reported issue was discovered; but it is unknown if there was any harm to the patient or user.